Manufacturer narrative:
(B)(4).

Event description:
It was reported "the staplers do not hold onto skin". To complete the procedure, another device was used. The patient's current condition is reported as "fine".

Event description:
It was reported "the staplers do not hold onto skin". To complete the procedure, another device was used. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w (B)(4) box for investigation. Visual examination of the returned sample revealed that the bottom was detached from the cover block. It appears that the bottom was not properly welded onto the cover block, which caused the staples, rail, and pusher to fall out of the stapler. The trigger was returned not engaged and there was no biological material present on the device. A device history record review was performed , and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based on the returned sample. The stapler was returned with the bottom detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out of the stapler. Actions to mitigate defects for this issue were established as part of a non-conformance, which was closed on may 17th, 2024. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).